Manufacturer narrative:
Follow-up #1: date of submission 08/23/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/29/2016 with the following findings: a review of the pump history indicated that the pump was powered off for an unknown reason at 14:13 on (B)(6) 2016; the next prime was recorded at 10:35 on (B)(6) 2016. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with a 2.0 unit per hour basal rate; at the end of testing, the basal history correctly reflected 2.0 units per hour and the total daily dose history correctly reflected 48.0 units. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions and no errors, alarms, or warnings occurred during investigation. The complaint could not be confirmed or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced a low blood glucose (bg) with cognitive impairment. The reporter was unable to provide a specific bg value. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Troubleshooting indicated that the basal history did not match the active basal program. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with a basal delivery discrepancy.